Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remotely accessed the station and did not identify any issues with the drawers. It was noted that the item was located in a matrix drawer, and an explanation was provided regarding potential behaviors associated with matrix drawers. The customer was able to successfully issue the items without further issues. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.